Event description:
It was reported that a malfunction occurred on the pump, displaying a resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.